Event description:
The reporter stated that they did meter to hcp meter comparison test. The tests were both capillary, using separate fingersticks. Reporter's meter read 145 mg/dl. Reporter did not have any symptoms. On follow-up, the reporter stated that they check the confirmation dot when testing, and does control solution testing. Reporter's technique of applying blood is accurate. No harm was alleged.